Event description:
During a cryoablation procedure, system notice message 50005 was triggered (the safety system has detected fluid in the catheter and stopped the injection). The patient had st elevation and angina pectoris. The patient was transferred to the intensive care unit for observation and was fine following the procedure.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: 1) failure files confirmed the reported system notice message 50005. 2) visual inspection showed the presence of blood in the catheter. 3) functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items 2 and 3 described above triggered the fail-safe system (system notice message 50005) and stopped the injection. A corrective action was initiated to address this issue.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.